Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler did not fire completely; it also made a popping sound and the tech was not able to reload the device because of the difficulty in unloading. A new handle was opened to complete the case. There was no patient injury.